Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer reports a blood leak during treatment. The leak was confirmed with a slick test. No patient harm. No medical intervention.